Event description:
It was reported that a patient was unable to pair two libre 3 plus sensors with the ilet system despite guided troubleshooting on the ilet and ilet mobile app, and subsequent attempts to scan the sensors with the libre app indicated a sensor issue rather than an ilet device or app malfunction. Symptoms included no adverse clinical effects and no impact to blood glucose. Outcomes included no interruption of therapy that affected patient safety and no need for medical intervention. Investigation included technical troubleshooting and user education performed remotely. Investigation of this case revealed sensor pairing failure consistent with a defective or nonfunctional cgm sensor. It was concluded that the event was attributable to the cgm sensors and not to the ilet device or application.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.